Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of frequently no or intermittent response by button press. The block mode was not active. The customer changed the battery and buttons were still unresponsive. The customer's blood glucose reading was 251 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent select button response and no back or down arrow button response, fault isolated to the keypad assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements, verify stuck button alarm, and verify keypad backlight 1 and 2 due to no button response. The red alarm fault led is working. The insulin pump had scratched case, serial number label faded, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.